Manufacturer narrative:
The device was returned for evaluation. Investigation results found no defects or deficiencies that would result in the cannula failing to insert correctly and/or the pump failing to deliver insulin. Release records were reviewed and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose reached 292 mg/dl after wearing the pod between 36 and 48 hours. The pod was deactivated and she noticed that the cannula was bent. Customers blood glucose, carbohydrate intake and insulin history is as follows: (B)(6).